Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a recently implanted device was inappropriately rate responding while the patient was simple lying in observation. The device was interrogated, and it was observed that the device was sensor rate pacing. The device remained implanted with the sensor turned off. Session records were submitting for analysis. Patient remained under observation with the sensor turned to passive.